Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support. While on support, occlusion of flow was noted with peel-away sheath in place. The peel-away sheath was removed and the repositioning sheath was advanced. Contrast down guide-wire re-access port showed minimal flow, not total occlusion, so placing a femorofemoral bypass with antegrade sheath was discussed. The patient¿s pulses were un-dopplerable upon arrival at baseline. It was noted that once the impella was placed and the distal perfusion catheter was placed. It was noted that the foot was pink versus purple. The family decided to withdraw care and the patient expired.